Manufacturer narrative:
Additional information received on (B)(4) 2015. The manufacturer received the devices, investigation is ongoing. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Should additional information become available and / or an investigation result be available, an amended medical device report will be filed. (B)(4). Under investigation.

Manufacturer narrative:
It was reported that a durom acetabular component 52/46 code l was implanted on (B)(6) 2006 and revised on (B)(6) 2015 due to pain. DHR review results: durom acetabular component 52/46 code l, ref#: (B)(4), lot#:2303573, yield:27 , delivered:27, no concession found. The quality records indicate that these components met all requirements to perform as intended. Head adapter m/0; 12/14-18/20; ref#(B)(4), lot#:2324764, yield:25, delivered:25, no concession found. The quality records indicate that these components met all requirements to perform as intended. Metasul large diameter head 46/l; 12/14-18/20; ref#(B)(4), lot#:2301095, yield:25, delivered:25, no concession found. The quality records indicate that these components met all requirements to perform as intended. Trend has already been identified in CAPA(B)(4). The compatibility check showed that the product combination was approved by zimmer. The products were received for investigation and a visual examination was performed. The durom cup showed damage from the revision surgery in the form of nicks and scratches. A piece of the titanium vacuum plasma spray coating, approximately 6 x 3 mm in size, was missing . This was most probably a result of the extraction of the cup during the revision procedure. Remains of bone attachments were visible on the plasma spray coated surface. There were slightly polished areas on the porous coating, near to the equator. On the articulation surface numerous fine scratches were visible. The articulation surface of the metasul ldh head showed damage from the revision surgery in the form of scratches, nicks and electro-cautery. The articulation surface was investigated under the microscope at (B)(4)-times magnification with differential interference contrast (dic). In the loaded area fine scratches could be recognized and the carbides, which protruded slightly in the original surface, were leveled. In the unloaded area the original surface state with slightly protruding carbides was still visible. In the as-received condition the metasul head and the metasul head adapter were still assembled. For further investigation the parts were disassembled using the adapter extractor tool. On the inner surface of the metasul ldh head adapter surface changes due to fretting corrosion could be found. The wear measurement of the articulation surfaces of the metasul ldh head and durom cup were carried out on a 3d measuring machine type cmm5, sip geneva. The wear maps did not show clear wear zones and therefore it was not possible to determine the wear values. However, the measured diameters of the components were still within the manufacturing tolerances. According to the received information the implants were revised after 9 years in vivo due to pain. Slightly polished areas which might indicate loosening could be found on the anchoring side of the durom cup. The appearance of the articulation surfaces did not point to abnormal wear, e.g. Rim loading. It was not possible to determine a wear value for the pairing but the measured diameters were still within the manufacturing tolerances. On the inner surface of the head adapter signs of fretting corrosion could be found. The reason for the fretting corrosion remained unknown. As there were neither x-rays nor surgical reports or other clinical information at hand the clinical course stayed unknown. It could be assumed that the possible cup loosening as well as the fretting corrosion could have contributed to the patient's pain. The device history record had been reviewed and no issues were identified. A clear root cause could not be found for this case. Such complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer's "instruction leaflet for endoprosthesis". Product investigation revealed the cause for failure was not determinable regarding the patient's symptoms. A comprehensive investigation into the experiences of users of durom/metasul ldh systems in the EU was conducted (CAPA (B)(4)). It included a thorough review of literature regarding the clinical performance of mom (metal on metal) devices and the durom cup specifically, interviews with users of the durom cup in resurfacing and ldh (large diameter head) applications, independent radiological analysis of cases, analysis of explants and bench testing. The most probable root cause for the reported revisions for loose acetabular cups was using a surgical technique which differs from the prescribed surgical technique. The results of the investigation indicate that the durom cup, when used as intended, is a safe and effective device and is performing commensurate with industry performance of similar mom devices. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 52/46 code l on an unk side on (B)(6) 2006. The patient was revised on (B)(6) 2015 due to pain.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several used facilities outside the USA, zimmer identified that the most probably cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in (B)(6) 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in (B)(6) 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer's reference number of this file is (B)(4).